Event description:
Per the clinic, the patient developed a fistula at the implant site, resulting in exposure of the device. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.